Event description:
It was observed that during the device evaluation, the subject device exhibited the following: the charged coupled device (r-unit) was broken and therefore the insertion pipe would not rotate smoothly, the video cable was broken and therefore the image was purple, the outer tube had a dent, the fiber bonding in the outer tube area (distal end) was damaged, the light guide lens of the insertion section was broken and therefore the light was dim or non-existent, and the protector of the video cable section was overstressed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.